Manufacturer narrative:
Service inspected the analyzer, alinity I serial number (B)(6), and determined the alnty I probe tub wash (list number 04s60-02) was the cause of the issue. The part was replaced which resolved the issue. The module function was verified with a control/precision run. Review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported related to the complaint issue. Trending data and device history record review for the alnty I probe tub wash did not identify any trends, non-conformances or potential non-conformances associated with the complaint issue. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.

Event description:
The customer observed falsely increased alinity I total ¿-hcg results on one patient that is unlikely pregnant due to hormone profile. The following data was provided: sid (B)(6) processed on 25aug2023 initial result = 76 there is no retest result available sample was a short sample that was hemolyzed no impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00240-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased alinity I total hcg results on one patient that is unlikely pregnant due to hormone profile. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial result = 76 there is no retest result available sample was a short sample that was hemolyzed no impact to patient management was reported.